Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the contact marks were on the distal end of the probe and non-insulated area of grasping section and the tissue pad was worn. The peeling of the coating on the outer surface of the jaw was found. As the result of the checking of the probe, no abnormity was detected. However, when output in seal mode was activated with the grasping section closed, short circuit error was displayed. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It assumes that the error displayed and contact marks occurred since the probe contacted with the non-insulated area of the grasping section with worn pad when the user output the device in seal & cut mode. There is possibility that scraping filthy jaw with a scalpel or the tip of tweezers resulted in the peeling of the coating. The instruction manual of the device has already warned as follows; - do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During resection of liver, probe damage error occurred. The doctor completed the procedure with another device. During the investigation on (B)(6) 2017, olympus medical systems corp. (Omsc) found the coating on the outer surface of the jaw was partially peeled. There was no patient injury reported.